Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Correction: 2 devices were expected for evaluation but were not received. There were no remedial actions taken. This device is not labeled for single-use. Product not available.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, in which the device overheated. 1 event had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Four devices were received for evaluation; four events were duplicated during testing. Three devices were found to be affected by corrosion. One device was found to be affected by compromised lubrication. Two devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events, in which the device overheated. One event had no patient involvement; no patient impact. Five events had patient involvement; no patient impact.